Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure when the 22mm retroflex sheath was removed from the patient a rupture of the left common femoral (lcf) artery was noted. An 8mm balloon was placed in the left common iliac to occlude flow followed by placement of an 8x50mm covered stent across the rupture sealing the leak. The surgical cutdown was closed and the patient was transferred to the unit in stable condition. The perceived root cause for this event was attributed to inadequate vessel access. Per report, cutdown access was obtained on the left side of the patient. The 23fr dilator was used with some friction. The dilator was left in place for one minute. Next, the 22fr sheath was placed with moderate to high friction. A 23mm sapien valve was successfully deployed with no residual paravalvular leak or central aortic insufficiency. The sheath was retracted without issue, a crossover sheath and catheter was used to angiogram. Contrast injection revealed a rupture of the lcf. The patient's blood pressure remained stable throughout.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case patient and procedural considerations appear to have caused or contributed to this event. Per report, the dissection was attributed to inadequate vessel access (i.e. The access vessel diameter was smaller than recommended at 6.24mm; the vessel was moderately tortuous; surgical cutdown was required for access; and there was moderate to high friction when introducing the 22fr sheath). There was no report of device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.